Event description:
It was reported that a patient advocate contacted boston scientific technical services (ts) indicating that the patient remote communicator displayed a rec call doctor (rcd) icon. Further investigation revealed that this implantable cardioverter defibrillator (ICD) had recorded an alert for high out of range right ventricular (rv) pacing impedance measurements. Ts referred the patient to the hospital, but at this time, no further information is available. Of note, the implanted leads are non-boston scientific products. The device remains in service and no adverse patient effects have been reported.

Event description:
It was reported that a patient advocate contacted boston scientific technical services (ts) indicating that the patient remote communicator displayed a rec call doctor (rcd) icon. Further investigation revealed that this implantable cardioverter defibrillator (ICD) had recorded an alert for high out of range right ventricular (rv) pacing impedance measurements. Ts referred the patient to the hospital, but at this time, no further information is available. Of note, the implanted leads are non-boston scientific products. The device remains in service and no adverse patient effects have been reported.

Event description:
It was reported that a patient advocate contacted boston scientific technical services (ts) indicating that the patient remote communicator displayed a rec call doctor (rcd) icon. Further investigation revealed that this implantable cardioverter defibrillator (ICD) had recorded an alert for high out of range right ventricular (rv) pacing impedance measurements. Ts referred the patient to the hospital, but at this time, no further information is available. Of note, the implanted leads are non-boston scientific products. The device remains in service and no adverse patient effects have been reported. Additional information was received indicating that this is a pediatric patient, and the facility has decided to keep monitoring the impedance trend. No adverse patient effects were reported. The device remains in service.